Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose increased to 400 mg/dl at 7am in the morning and their site became disconnected from their body during the night of (B)(6) 2019. Customers blood glucose was 158 when she went to hospital for heart, and pneumonia and needs a heart valve replacement. Customers other blood glucose value was 300 mg/dl and 185 mg/dl. Troubleshooting was declined for the hyperglycemia. The insulin pump was not returned for analysis.